Manufacturer narrative:
This report is being submitted as follow up # 1 to correct the date of event in that was initially reported as (B)(6) 2015. The date of event is unknown and should be blank.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the lot number and product code was not provided. Therefore, the current investigation was based on the evaluation of user facility information and current product samples. Visual inspection did not find any anomalies. Magnifying inspection did not reveal any anomalies. The outside diameter was measured along the total length and confirmed to be within the manufacturing specifications. The urethane layer was removed from the core wire intentionally so as to check the state of adhesion of the urethane layer to the core wire. No anomalies were revealed. The production product code and lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when using a drug or a device concurrently with the guide wire m, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the guide wire m. For example when using the guide wire m with any device that emits energy (laser, pressure, ultrasound, etc.) Confirm that the guide wire m is retracted into a position where it will not be impacted by the energy." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported coating coming of the device during a procedure. Follow-up communications with the user facility confirmed the following information: it was reported that the doctor was lasering and the laser got stuck. The laser couldn't go forward because of coating. When removed, it was thought that coating had come off. The procedure was completed successfully and the patient is reported as, "fine."